Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted and test stimulation came back with great results. After the patient left the or and received their routine post op CT, the lead looks to be deeper than planned. The CT was then merged into the stealth and the lead was indeed 5 mm deeper than planned. The factors that may have led to this issue is the healthcare provider (hcp) seems to think it could be related to the new burr hole cover. He feels like there is from for the lead to be pushed down when putting the final cap on. The patient will be getting another CT in a couple of weeks to see if the lead still looks deep. The hcp is going to pull the lead back 5 mm during the stage 2 procedure scheduled on nov 1. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the hcp thought there was a possibility when the lead was folder and placed between the posts there could be a potential for the cap putting downward force on the lead if it was sticking up a little whenever it was bent through the posts. This was just his thought and not definitive. At this time the lead issue had not been resolved. The patient was scheduled to come back on november 1st for the stage 2 procedure. At this time the hcp was going to get another CT and if the lead was still deep they may decided to pull the lead back 5mm or so to correct it.